Manufacturer narrative:
Batch review performed on 14 february 2020. Lot 1902365: (B)(4) items manufactured and released on 05-jul-2019. Expiration date: 2024-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs department: few weeks after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fractures. There is no reason to suspect a faulty device.

Event description:
The patient came in reporting pain due to a periprosthetic fracture. The surgeon put cables around the femur to secure the fracture and revised the head 28 days after primary. The surgery was completed successfully.